Event description:
Over the past year, there were 2 separate instances of table side system control (tssc) error showing in display leading to an interruption of patient exam. The manufacturer was contacted in both instances, they replaced tssc resolving the problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer was contacted, replaced table side system control (tssc) resolving the problem for now.